Event description:
The advocate called on behalf of a (B)(4) customer. She stated, the customer tested her blood glucose using one contour meter and received a reading of 27.1 mmol/l. She retested using another contour meter and received a reading of 12.1 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and new meters were sent to the customer.

Manufacturer narrative:
The test strip information was not availabe when the initial report was sent, so it's been provided in this follow up report.